Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow-up, over current detection was noted on the device. The patient was stable with no consequences.